Event description:
It is reported that a portion of the reamer sheared off inside the bone. The metal shaving was retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.